Event description:
It was reported through a literature review that the patient had experienced syncope, attributed to failure to capture and noise in the right ventricular (rv) lead. No additional details were provided.